Manufacturer narrative:
(B)(4). The fisher & paykel healthcare (fph) flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc3020 nasal prongs are designed to be used with the flexitrunk interface. Method: the complaint nasal prongs were not available for investigation as they were not returned by the hospital. Our investigation was carried out based on information provided by the hospital and the results of previous investigations of similar complaints. Results: the hospital had not provided a complaint sample as there was no defect of the prongs. Rather this was a general report about this particular size of prong causing breakdown at the infants' nares. Conclusion: fisher & paykel healthcare currently makes 11 different sizes of prongs. With regard to the reported septal injury, fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or septal injury. In terms of sizing, there will always be patients for whom the prongs do not provide optimal fit. We also recommend cycling regularly between prongs and masks as per our user instructions. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant, and also state the following checks during use: check patient frequently for signs of redness, pressure sores or irritation which may result from extended prong or mask use. Hourly checks are recommended. Alternating between mask and prongs can reduce the risk of irritation. Alternating every 4 to 6 hours is recommended in addition, the user instructions provide step by step instructions with illustrations on the correct set-up and fitting of the flexitrunk tubing to a nasal mask or prongs. An fph representative is working with the hospital to resolve this issue.

Event description:
A hospital in (B)(6) reported via our distributor that the bc3020 nasal prongs were causing septal damage for some infants. No further patient consequence was reported.